Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the service center for repair. The repair report indicates: "micro": preventive replacement of o-rings performed. Short circuit in the motor cable - motor cable replaced. Resistance value out of specs: hand control set replaced. Contacts of the keypad corroded: hand control set replaced. Functional test completed. The shorted motor cable is the root cause of this failure. This complaint can be confirmed. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 10-4-2017 and passed all functional testing before being returned to the customer. No further investigation is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via cst that during knee arthroscopy their micro tornado hand piece with hand control couldn't rotate and showed that it was trying to start with an unusual noise, but didn't work. There was 5 minutes of surgical delay indicated. The procedure was completed by using another tornado micro hand piece. There was no fragments generated and there was no patient harm reported. The patient was not a part of a clinical study and there was no other medical intervention.